Event description:
It was reported that both leads had dislodged. It was decided to explant the whole system due to decubitus and a possible infection.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. Visual inspection of the lead revealed no significant anomalies. The lead exhibited normal electrical characteristics. Due to the interval between the date of implant and the date of explant, product sterilization could not have been a factor contributing to the infection.